Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4). The certas valve (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to valve no longer MRI resistant, can unintentionally change setting. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus valve (ID: 828811pl) was found to have changed setting from its initial setting of (3) to a setting of (1) after an MRI. The valve was implanted on (B)(6) 2020. An electronic programmer was used to return the valve to its original/desired setting. No patient injury.